Event description:
Pt sample ran on 9/25/98 gave a bhcg result of <5mlu/ml. Sample was rerun 9/28/98 with results of 40,385mlu/ml. Sample was repeated two more times with results of 16,937 mlu/ml and 41,272miu/ml. A new specimen was drawn on 9/28/98 and run three times results obtained were 49,956mlu/ml/ 62,485mlu/ml and 66,830miu/ml. Pt was taken to surgery for a dilatation and curettage. Pt received anesthesia and it was determined there was a viable fetus. Procedure was not done, pt was told that dilatation and curettage wasn't performed, however, pt did not know what effect the anesthesia had on fetus and requested that an abortion be performed. Customer has no further info regarding pt current condition, medical history.